Event description:
AED deployed for use with indicator displaying that device had failed self-test. (B) (4)

Manufacturer narrative:
Device internal memory reviewed. Results: device labeling describes steps to be taken in event of a self test warning. Conclusion: used as device was deployed, despite warning displayed that device had failed self test.